Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her blood glucose has been high despite not eating anything. Her blood glucose at the time of incident was 402 mg/dl; she did not eat lunch and only took a nap. The customer needed assistance with programming her bolus settings. The customer was advised to consult her health care professional since the pump would not did have a setting available for the low insulin sensitivity she wanted to program. The customer also mentioned being in the hospital six times in the last month, but she declined to provide information on her stays. It was also unclear if her hospitalizations were diabetes related or not. No products were shipped or returned.